Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation with a minicap attached. Visual inspection was performed and a cut in the silicone tubing was observed. Leak, clear passage, and clamp function testing were performed, and a leak was observed from the cut in the tubing. Leak testing was performed with the returned minicap attached, and there were no leaks beneath the mini cap and female connector or clamp in the closed position. The reported condition was verified. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a crack was observed in a minicap transfer set. It was described as "there is a crack in the connecting tube and liquid is leaking". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.